Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: femoral component 244-02-03; tibial insert 264-23-09; tibial tray 260-04-33. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via an exactech knee replacement study, that a 60 yo female patient, who had an initial left knee replacement on (B)(6) 2011, underwent a revision procedure on (B)(6) 2012, due to patella instability. The patella was revised. Date of onset, (B)(6) 2012. The study indicates the outcome as resolved on (B)(6) 2012. Device will not be returned for analysis due to clinical study guidelines. No further information.